Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 414mg/dl at the time of incident and customer treated with manual injection. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a critical pump error that was present in the long trace file due to corrosion on force sensor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to critical pump errors. The device had a scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, peeling end cap address label, corrosion on all electronic assemblies and moisture damage on the motor home switch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 414mg/dl at the time of incident and was hospitalized. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.